Event description:
It was reported that the patient's system was removed due to pocket erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.